Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were abnormal sounds on auscultation with the patient. A log file review was requested. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended. It was reported that the patient experienced arrhythmia. On post-op day 2, the patient developed atrial fibrillation with rapid ventricular response. Several medication changes and cardioversion were attempted. Electrophysiology was consulted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reports of cardiac arrhythmia and noise/sound changes cannot be conclusively determined through this evaluation. The controller event log file contained data spanning from (B)(6) 2021 at 17:23:06 to (B)(6) 2021 at 13:54:05, per the timestamp. No notable alarms were recorded, and the pump appeared to have been operating as intended at the stored patient speed. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6) on (B)(6) 2021. On (B)(6) 2021, the patient developed atrial fibrillation with a rapid ventricular response. The electrophysiology department was consulted, several medication changes were made, and cardioversion was attempted. The account later communicated that there was an abnormal sound on auscultation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additional information was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system instructions for use and patient handbook instruct the user to call hospital contact/notify the appropriate personnel if any change is observed in how the pump works, sounds, or feels. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document states: "notify appropriate personnel if there is a change in how the pump works, sounds, or feels." The heartmate 3 left ventricular assist system patient handbook states: "call hospital contact if any change is observed in how the pump works, sounds, or feels.¿ no further information was provided. The manufacturer is closing the file on this event.